Manufacturer narrative:
Concomitant medical products: juvéderm® voluma¿ with lidocaine. The reported event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported to have injected a patient in the lips with juvéderm® volift¿ with lidocaine. About 4 months later, the patient began to present late edema in the mornings. 3 days later, the healthcare professional further reported that the patient continues to wake up with a swollen face and this edema regresses throughout the day. Additionally, the physician reported that in addition to injecting the patient with 1 syringe of juvéderm® volift¿ with lidocaine, the patient was injected on the same day with 2 syringes of juvéderm® voluma¿ with lidocaine, and 1 syringe of juvéderm® volbella¿ with lidocaine. Malar area (bilaterally), tear troughs, and nasogenian groove were reported as additional injection sites, without being product specific. The symptoms are in the lips and now ¿transition region between malar area and lower eyelids¿. The physician further reported that the patient was traveling and upon the patient¿s return, the edema in the mouth became intermittent and spread to malar area and teat troughs. Physician requested some exams to search for infection focus, once patient did not present ¿ivas¿ or any other disease in this period of time. The event has caused ¿horrible aesthetic changes¿. As patient developed a severe edema in lips, physician believed that it could be an allergy to some food. It was prescribed prelone®. The physician further described that ¿the edema was always intense in the mornings, and sometimes even disappeared during the day. Patient was taking prelone® and presented a punctual edema in the lips (only in 1 day), and after that, the swelling has disappeared in the lips, but has appeared in the malar areas¿. The physician reported to have medicated the patient with antihistamines and diprospan® for 3-4 weeks with some improvement in patient´s condition, but the symptoms became recurrent (improvement and worsening, each time in a different place). Symptoms have been partially solved. This is the same event and the same patient reported under MDR ID # 3005113652-2019-00143 (allergan complaint # (B)(4)) and under MDR ID # 3005113652-2019-00145 (allergan complaint # (B)(4)). This MDR is being submitted for the third suspect product, juvéderm® volbella¿ with lidocaine, also a device manufactured by allergan.